Manufacturer narrative:
Product analysis: analysis could not confirm the programmer issues reported. However it was noted that the upper display hinges, power bay cord and right keyboard hinge were broken. The key board was damaged. The rear display was cracked. The hard drive was upgraded, reconfigured, reloaded and software updated. Radiofrequency head connector on the link electronic module (lem) was loose. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not start occasionally and exhibited erratic behavior. The device was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer would come on but periodically just turn off or recycle.